Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the ins was discarded and the cause of the issue was not determined. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-sep-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the battery had premature depletion. The patient had an 80 pound weight loss and the battery moves around and is difficult to charge. The lead moved and was over 9/10 per the healthcare professional. The rep did not have previous x-rays to compare. Impedances were checked and within normal limits. The stim coverage was the same and no reprogramming was needed. The patient was educated on recharging positions and eri. The patient was scheduled for battery depletion and a possible lead revision on (B)(6) 2019. No further complications were reported.